Manufacturer narrative:
(B)(4). (B)(6) 2021 customer returned pump for an alleged motor error alarm. Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarm. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Cut and open pump to visual inspection moisture damage found on the electronics, motor, and vibrator assembly. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked reservoir tube window, stained end cap sticker, stained address/serial number label. Motor error alarm during rewind due to corrode the motor home switch confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received motor error alarm. Customer stated that drive support cap was slightly indented or normal. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer will discontinue the use of device.